Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed with no anomalies found. Performance data was collected from the device and analyzed; analysis revealed the battery impedance trend was rising. (B)(4).

Event description:
It was reported that the patients diagnostic implantable cardiac monitor (icm) triggered elective replacement indicator (eri) earlier than anticipated. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.